Manufacturer narrative:
Patient ID/initials and weight are unknown. Date of event: unknown. This report is for two unknown screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Partial part number 04.210.xxx provided. Implant date: unknown. It is unknown if the complainant parts is expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: a locking compression plate (lcp) with one cortical screw and two locking screws were implanted on a distal radius fracture. Post-operative x-rays were ok. There was immobilization by plaster until (B)(6) 2016 and then splinting. On (B)(6) 2016 the patient had pain and paresthesia of the hand. Screw fracture and displacement was detected. On (B)(6) 2016 a revision was performed and two fractured locking screws were found; no delay in the procedure was reported. Concomitant reported parts: one lcp plate (part and lot number unknown). This report is for two unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: both parts were received in a packaging different from the original packaging. The heads of each screw had separated from the shaft with visible signs of use present. No device history record review could be performed as no lot numbers were provided. The screws were measured against the drawing of the most similar type of screw produced at the (B)(4) site; however, both screws did not fulfill all of the specifications. No material certificates could be checked without a lot number for identification. The deviations from the drawing suggest that the two screws under investigation were not produced in (B)(4). An image of a screw which does conform the reviewed drawing was presented alongside one of the screws from this investigation to highlight the differences. As the two screws are indeed broken, the complaint is rated as confirmed, but not valid from the point of view of the (B)(4) manufacturing site. No manufacturing related issues were identified and/or confirmed. Product investigation summary: the received screws were found broken between the screw heads and the threaded parts. Several traces of mechanical damages were found on the device. Based on the received information, and the condition of the received screws, an exact root cause cannot be determined. The manufacturing documents could not be reviewed as article and lot numbers were not provided. The microscopic view of the broken surface does not show any anomalies of material structure. It is likely that the breakage was caused due to a mechanical overloading situation. The postoperative activities of the patient may certainly have played a contributory role of this occurrence. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Furthermore, it is likely that the screws belong to the va-locking screw 2.4 titanium family (04.210.1xx). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: titanium variable-angle locking compression plate (part: 04.111.631 / lot: 9683858 / quantity: 1).

Manufacturer narrative:
An additional manufacturing evaluation was completed: two screws returned in two different minigrips to the (B)(4) manufacturing site. Both screws are broken in two pieces, the shaft and the head. No data etched on the screw. No part number and no lot number are associated with the 2 returned screws. They are locking screws for the lcp volar plate, diameter 2.4 mm and length about 20 mm; the most likely part number is 04.210.120. This part number is typically manufactured in the (B)(4) manufacturing site. No manufacturing related issue was identified related to (B)(4) site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.